Event description:
It was reported that while in the cath lab a male pt was having an intra-aortic balloon (iab) inserted as an emergent case. The physician inserted the catheter in the sheath via the left femoral artery. He encountered slight difficulty, but he kept inserting the catheter. When the catheter went into the artery, it was noted the balloon was ruptured. The iab catheter and sheath were removed together and replaced with a iab-06840-u. The second insertion was completed without problems and the pump was used. It was noted that the pt blood vessels were normal and not calcified. There was no pt death, injury or complications noted. It is unk if there was a delay in therapy while a new iab was inserted. The pt's outcome was listed as good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.